Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a distal circumferential fracture. A distal circumferential fracture has the potential for forward firing; therefore, the reported clinical observation is confirmed. It is probable that the debris adhesion identified on the surface of the metal cap contributed to elevated temperatures near the laser beam output window leading to the fiber damage. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results, the interaction between the user and device caused or contributed to the reported event and identified distal circumferential fracture.

Event description:
It was reported that the patient had been sedated in preparation for the photoselevative vaporization of the prostate procedure. During the procedure the physician observed that no energy was being emitted from the fiber and the fiber was not vaporizing the tissue. The fiber was unable to be used at all. The fiber was replaced, and a second fiber was used to complete the procedure. There were no patient complications. The fiber was returned and analysis identified a distal circumferential fracture. The potential for forward firing exists.